Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown drill bit. The device is an instrument and is not implanted/explanted. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Event outcome applicable only if event is adverse event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The maude report no. Mw5034115 was received at complaint handling unit (chu) on (B)(6) 2014. Only corrected and additional information will be provided. This report is for 1 unknown drill bit this is report 1 of 1 for complaint (B)(4).